Event description:
It was reported that the pacemaker exhibited noise on atrial lead. Boston scientific technical services (ts) suggested to make a follow up on the physician and ask as to why the atrial sensitivity set to such low value. The device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).